Event description:
The customer reported to olympus, the evis exera iii xenon light source was too dark to see the endoscopic image. The issue was found during an unknown procedure, which was completed with the same device. The procedure was not prolonged, and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed; the unit passed full inspection. A non-olympus bulb was found at zero hours and was recommended for replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation of if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.